Event description:
The pt reported that his infusion set kinked while inserted and has caused him to have elevated blood glucose readings in the 300's mg/dl with his normal range being 70-110 mg/dl. He stated he has received occlusion errors on his insulin infusion device. He said his symptoms are lethargy, hunger, and feeling like he is "stoned." He stated he corrects his readings by changing his infusion headset and bolusing insulin. During troubleshooting, the pt stated he feels the issue is more with his body that the infusion set as he has very little body fat and a lot of scar tissue. He stated he only used his abdominal area. The pt was advised to use other areas for his infusion sites, but he declined. He stated he normally changes his headset every 3-5 days. The pt was advised to change the headset at least every 3 days. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.